Event description:
It was reported that a patient was admitted with a skin tear, developed an infection, and later expired. The mattress was reportedly quarantined by the facility, inspected by hospital staff and found to have evidence of fluid ingress. It was also reported that hospital staff obtained a culture sample of the internal staining, which returned negative for active bacteria. The product was unavailable for evaluation by the manufacturer as it was scrapped by the account.

Manufacturer narrative:
The mattress was not evaluated by the manufacturer as the facility scrapped it after their own internal evaluation. Facility scrapped the unit due to alleged fluid ingress.